Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 407652 implantable pacing lead, (B)(6) 2009; a 419688 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead was surgically abandoned and capped.

Event description:
It was reported that the patient presented to the emergency department (ER) due to a patient alert. The right ventricular (rv) exhibited high sensing integrity counts (sic), unstable and rising impedances, high thresholds, and oversensing noise which triggered a lead integrity alert (lia). Lead fracture was suspected. Reprogramming was performed, however the lead was later explanted and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.